Event description:
It was reported that the pump delivered less insulin than requested for a bolus. There was no reported adverse effect to the customer's blood glucose level. The pump logs were unavailable for review the allegation could not be confirmed. A replacement pump was sent to the customer.